Event description:
Inbound. Patient reports no disposable alarm on pump. Despite troubleshooting, alarm persists on both pumps. Another cassette attached to pump and is on and running without alarm. Lot number and expiration date are not available. Cassette wasted and not available for return. No further details provided.